Event description:
End user reported that product was not cut to correct size all the way through the mass. There were twenty wafers from two market units with the same lot number having same issue. The body side appeared to be correct at thirty two millimeter (mm), the non-body side appeared smaller. He normally wore thirty two millimeter (mm) two piece system without a concern. With the two piece, no beveling was seen and he has measured both body side and non-body side and both were thirty two millimeter (mm). He stated that if he used the affected precut ones that were smaller on the non-body side, he developed intermittent bleeding from the stoma (enough that it caused the urine to be blood-tinged). He denied laceration in the stoma but believed the rubbing from the smaller size on the non-body side was causing the bleeding during movement. He denied a visible injury to the stoma. No photo is available at this time.

Manufacturer narrative:
Device 11 of 20 based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there is no photograph associated with this case. The reported condition cannot be confirmed. Batch record revision results: (B)(4) review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on (B)(6) 2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3f00810 lot for the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ and no additional complaint was identified. Historical nonconformance review: on (B)(6) 2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect for the lot number 3f00810 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: (B)(4) this issue will be monitored through the post market product monitoring review process, standard operating procedure (sop) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003